Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe safety mechanism detached. This was discovered during use. The following information was provided by the initial reporter: material no: 305783, batch no: 9081645. It was reported that when nurse attempted to activate safety mechanism, the arm disengaged from the hinges and fell off. Nurse attempted to activate the safety mechanism and the arm disengaged from the hinges and fell off.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection there was no hub breakage or safety shield fall off; therefore, the incident can not be verified. A device history record review found no non- conformances associated with this issue during production of this batch. Based on the quality team's investigation the probable root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe safety mechanism detached. This was discovered during use. The following information was provided by the initial reporter: material no: 305783, batch no: 9081645. It was reported that when nurse attempted to activate safety mechanism, the arm disengaged from the hinges and fell off. Nurse attempted to activate the safety mechanism and the arm disengaged from the hinges and fell off.